Event description:
Procedure was difficult due to severity of arterial calcification. When passing equipment through the calcification, a micro catheter on the wire detached on one end, the proximal, detached end of the micro catheter snared out. The wire and catheter were able to be removed and replaced. Nothing was left in the body and the pt did not sustain any harm as a result.